Manufacturer narrative:
Analysis of the pump identified no anomalies. The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was 2.5 mcg/ml fentanyl at 0.016 mcg/day. The reason for use was not reported. It was reported that the pump was explanted due to the pain it was causing at the site of implant which was the left lower back. It was unknown when the issue started. There were no environmental/external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. Actions taken to resolve the issue included pump removal on (B)(6) 2019. It was unknown if the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the device was returned to the manufacturer for analysis. There were no further complications reported/anticipated.